Event description:
It was reported that an unspecified number of syringe 3ml ll w/ndl sftygld 25x5/8 rb experienced a mix of product types in a pack and incorrect label information which was noted prior to use. The following information was provided by the initial reporter: material no: 305904. Batch no: 9255272. Customer called to report that they received a shipment and believe the labeling is incorrect. She ordered bd syringe safety guide but believed she received another product.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/29/2020. H.6. Investigation: an opened shelf carton was returned, confirmed to be from batch #9255272 ¿ 3ml safetyglide combo 25 g x 5/8¿ product. The carton contained 45 sealed packaged sg combo syringes with needles, confirmed to be labeled with batch #9255272. The samples were visually evaluated. 4 packages were confirmed to have the correct 25g x 5/8¿ needle. 41 packages were confirmed to have incorrect 25g x 1¿ needle. A probable root causes is line clearance not performed properly, leaving 1¿ needles from previous batch at the machine that ended up being introduced into the complaint batch. Additional procedure clarification will be made to the line clearance form to address ambiguity identified with verifying needle bag clearance. CAPA#79055 was initiated. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 3ml ll w/ndl sftygld 25x5/8 rb experienced a mix of product types in a pack and incorrect label information, which was noted prior to use. The following information was provided by the initial reporter: material no: 305904; batch no: 9255272. Customer called to report that they received a shipment and believe the labeling is incorrect. She ordered bd syringe safety guide, but believed she received another product.